Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and ensured that the malfunction code did not recur. The customer was informed they could continue to use the pump and to call back if any issues arose.